Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. It is reported the patient initially underwent a fractured fibula procedure and a revision was indicated to extract the plate as the patient¿s fracture had healed. This is standard protocol and is not related to a product issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). It is unknown what the lot is at this time. However, it is known it is either 63082496 or 63138390. If any further information is found a supplemental will be filed accordingly. Lot-63082496: manufacturer date- 06/17/2015. Sterile date: 05/31/2025. Lot- 63138390: manufacturer date: 08/11/2015. Sterile date: 07/31/2025. Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02164/0001822565-2017-02166/0001822565-2017-02162.

Event description:
It is reported the patient underwent a revision of a fibular fixation trauma plate approximately twelve months post-implantation due to unknown reasons. Attempts have been made and additional information is unavailable at this time.